Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitoring system showed eight years remaining, however when the patient was in the clinic four months earlier the pacemaker had 11 years remaining battery life. The clinic noted that the signal artifact monitoring feature software patch had been loaded at the clinic visit four months earlier. It was noted that the patient is in chronic atrial fibrillation (af). The clinic was concerned over possible early battery depletion. Engineering reviewed the data stored in the device and found that the pacemaker appeared to be operating normally and experienced elevated power consumption that was consistent with the sensing of persistent high atrial rates and the addition of the signal artifact monitoring feature. Boston scientific technical services (ts) discussed possible programming options to help recover some longevity. The pacemaker remains in service and no adverse patient effects were reported.